Event description:
It was reported that on (B)(6) 2009, the patient presented with a pre-op diagnosis of non-union at l2-3. Patient presented for a posterior repair of the non-union using gso allograft and rhbmp-2/acs. Per the operative report, "the incision was made through the previous surgical incision. The existing implants at the l2-4 (depuy) were identified. Approaching the left side, there was a seroma present around the implants." No complications were reported. Post-op, the patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: patient presented with pre-operative diagnosis of non-union at l2-3 and underwent repair of non union. Intraoperative imaging (c-arm) was used. Instrumentation used were : gso allograft bone and bmp. Per operative notes ¿..the incision was made through previous surgical incision and existing implants at l2-4 (depuy) were identified. Approaching the left side , there was seroma present around the implants. The screws were placed through previous screw holes. Bmp was placed over the fusion area followed by allograft bone. Patient tolerated the procedure well.¿ on (B)(6) 2009: patient was discharged.